Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated and was found to have a battery status of end of life (eol) due to a lower than expected battery voltage. The device case was opened and an external power supply was connected. Electrical measurements were performed which verified no high current conditions were present. Pacing and sensing functions were verified. Additionally, a commanded capacitor reformation was performed and the device operated as expected. The cause of battery depletion could not be determined as the device operated normally during the analysis.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects.